Event description:
It was reported that the patient was experiencing paresthesia down the right side of her body while stimulation was turned on. On monday (B)(6) 2012 the patient felt a random, intermittent, sensation of paresthesia that started at her arm, spread to her face and then went to her leg. The patient stated that it felt like the sensation she would get when impedance checks were done. No numbness was felt. The patient went to the emergency room that same day. A CT scan ruled out a stroke. It was noted that the patient had close to 100 episodes of the paresthesia coming and subsiding on that monday and about 10 episodes the next day. The patient also experienced facial pulling and dysarthria with longer episodes. Most of the episodes lasted less than 10 seconds. Some episodes were longer but always less than one minute. There was no accident, fall, or incident related to this event. Stimulation was turned off for 20 minutes and the patient did not have any episodes during that time. The reporter also indicated that there was a past event where the patient's head tremors were addressed through reprogramming. However, when the patient went home, and turned off the stimulation at night and then turned it back on, the patient no longer had head tremor control. It was further reported that the patient was programmed with the 0- 3+ electrode pair and did get benefits using this pair. The number 2 electrode had high impedances and was a known open circuit. Multiple impedance measurements were taken with the patient's head in different positions but impedances did not vary much between measurements. Battery voltage was at 2.81 volts. The patient was given multiple programming groups while on a group utilizing the 0- 1+ electrode pair the patient did not have an episode for about 30 minutes while in the clinic. The clinician was not able to determine if turning the stimulation off while an episode was occurring would stop the episode. The patient has had their pulse width increased to 120us on the left side but this did not occur around the time of the onset of these episodes. The patient has also had a rate of 200hz for a long time. Using the 0- 1+ electrode configuration did not seem to worsen the patient's tremor. Several days later it was reported that the patient was programmed to 0- 1+ electrode pair, 90us pulse width with 1965 ohms. This reportedly resolved the paresthesias issue. It was noted that it was uncertain why the field was recruiting side effects after all this time. The patient was being monitored. Additional information was requested but was not available at the time of this report.

Event description:
Additional information was received which reported that the cause of the event was unknown and it was unclear whether it was related to the patient's device. There had been prior history of impedance measurements greater than 40,000 ohms on electrode 2 on the left lead against case and all other electrodes. It was noted that this was not a change. CT scan of the head as well as x-rays were ordered on (B)(6) 2013 due to decreased therapy effectiveness. The reporter noted that this was not new and was not related to the paresthesia. Reprogramming was done on (B)(6) 2012 to narrow the spread of field. However, the patient did not experience additional events. The patient did not require hospitalization but had an emergency department (ed) visit at the onset of symptoms as reported previously. The reporter indicated that the patient had severe essential tremor (et) and required high settings. Effectiveness had decreased over the years since initial implant. At the time of the report, investigations were underway for lead migration. However, it was not temporarily associated with the paresthesias.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3387-40, lot# j0401947v, implanted: (B)(6) 2004. Product type: lead: product ID 3387-40, lot# j0340521v, implanted: (B)(6) 2004. Product type: lead. (B)(4).